Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported vasoview hemopro 2 had a problem. Per the photo provided by the complainant, the heater wire was lifted up. No harm to patient.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had a problem. Per the photo provided by the complainant, the heater wire was lifted up. New device used to complete the case. Minor delay. No harm to patient.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 12/13/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw with detachment at the tip of the hot jaw. There were no other visual defects were observed on the intact clear silicone insulation on both the cold and hot jaws. An investigation was conducted on 12/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the device. A microscopic evaluation was conducted. The heater wire was observed to be flexed away from the hot jaw with detachment at the tip of the hot jaw. There were no other visual defects were observed on the intact clear silicone insulation on both the cold and hot jaws. Based on the photographic evaluation, returned condition of the device, and investigation results, reported failure "material twisted/bent; wire" was confirmed. The lot #3000340535 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.